Event description:
It was reported that during central processing, it was noted that broken cables were observed on the pk dissecting forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
No adverse event or incident was alleged to have occured. The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was loose. The instrument was still able to perform pitch motion but it was not as precise. No other damage was found. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury, or serious deterioration in the state of health of a patient. Based on the additional failure analysis investigation information, this MDR report is being retracted.